Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon evaluation, components q1, u1000, u1001, and u13 were shorted on the bedside board and components j501, j502,and lcd 200 on the computer/analog board. The cause of the shorted components and corrosion was the extensive contamination inside the charger/modem. The root cause of the contamination could bot be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted form the contaminated charger. The patient received a replacement charger.

Event description:
A (B)(6) female patient contacted zoll customer support to report that her charger wa making a humming noise and would not charge her batteries. The patient was issued a replacement charger.